Manufacturer narrative:
Additional information: h3- device evaluation- lens returned in liquid in lens vial with clear surgical debris on product. Visual inspection found optic torn and haptic torn with debris on lens. Claim# : (B)(4).

Manufacturer narrative:
Corrected data: b5-the reporter indicated that a 13.2mm vticm5 13.2 -9.00/1.0/090 (sphere/cylinder/axis) implantable collamer lens tore during the loading process with patient contact and no patient injury. The lens was not implanted. A replacement lens was implanted and reporter states "everything is good now." Cause of event is reported as device. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2, -9.00/1.0/090 (sphere/cylinder/axis), implantable collamer lens tore during injection into patient's left eye (os) on (B)(6) 2019. There was patient contact (lens touched the eye) with no patient injury. The lens removed and replaced intraoperatively. This resolved the problem. Cause of the event is reported as device.